Event description:
Reportedly, the subject programmer was used by the physician when he smelt a burning odor from the programmer. After turning off the subject programmer, the physician observed that the power supply wire was starting to burn. The subject programmer is still functional with another power cable.

Event description:
Reportedly, the subject programmer was used by the physician when he smelt a burning odor from the programmer. After turning off the subject programmer, the physician observed that the power supply wire was starting to burn. The subject programmer is still functional with another power cable.